Event description:
Patient called in to report service error code. Patient further stated that they were able to resolve the code by rebooting the system. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Returned therapy cable passed weight, safety, and eit. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspections. The reported condition was not able to be replicated. There is no indication of a product malfunction. The reported service error code alert can be attributed to a system power-on self-test fault detected when a patient plugs and unplugs the therapy cable during system boot up. Will continue to monitor and trend service code issues for failure modes.